Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted: part number: 03.130.010. Synthes lot number: h055296. Supplier lot number: n/a. Release to warehouse date: 30aug2016. Expiration date: n/a. Manufactured by synthes monument. No non-conformance reports (ncrs) were generated during production. The raw material used for production was confirmed to be correct per the specification with no non-conformance noted. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. A product investigation was conducted. Visual inspection: visual inspection performed at customer quality (cq) on the returned t4 screw driver observed tip fracture which is consistent with reported complaint condition. The distal star drive tip is broken at an oblique angle at the region of origination of twisting. The twist is in the direction of resistance encountered during screw insertion. Broken portion(s) were not returned. Document/specification review: based on the date of manufacture the relevant drawings, reflecting the current and manufactured revision, were reviewed and no design issues were identified. The screwdriver shaft 1.3/1.5 t4 self-holding (03.130.010) is a reusable instrument in the variable angle locking handle system utilized for the insertion and removal of 1.3mm and 1.5mm screws with t4 drive recesses. Dimensional analysis: an accurate measurement of the tip diameter could not be achieved at cq because the oblique break and twist occurred at an area of tapered geometry. The shaft diameter just proximal to the stardrive tip measured at cq and is within specification per design drawing. Material analysis: the design specified the device to be manufactured from x15tn material and heat treated per es0052.the raw material used for production was confirmed to be correct per the specification with no non-conformance noted. Conclusion: while a definitive root cause for complaint condition could not be determined from the provided information, it is likely that any unintended excessive forces during usage could have contributed to twisting followed by breakage of returned device. The complaint condition was able to be confirmed; however, no product design issues or manufacturing discrepancies were identified during this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported that on (B)(6) 2019, the patient underwent an open reduction internal fixation surgery due to metacarpal fracture. When the surgeon tried to insert an unknown locking screw, the shaft of the stardrive screwdriver broke. The fragment was removed from the patient¿s body immediately. It was confirmed by diagnostic imaging that there were no broken pieces left in the body. The surgery was delayed by less than thirty (30) minutes. The surgeon commented that the difference between drilling and the insertion direction might have loaded excessive force to the screwdriver shaft. It was unknown how the surgery was completed. Patient outcome was unknown. Concomitant medical products reported: locking screw (part/lot unknown, quantity 1). This report is for a stardrive screwdriver. This is report 1 of 1 for (B)(4).